Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 30's (mg/dl). Sugar was consumed to treat bg. Reportedly, the customer's personal profile settings needed adjustment. Recommendation was made to consult with healthcare provider regarding diabetes management.